Event description:
No capture, unacceptable thresholds.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. No brand name type of device is implantable tachy lead. Model is 5071. Implant date is 2005.